Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a cracked case along the battery compartment. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump failed leak test; leaked at a crack on the back of the case. However, all buttons responding properly. No damage or moisture damage was found on the keypad, electronic or motor assemblies noted per our visual inspection. No unlocked keypad connector. No stuck button alarms noted. The insulin pump was received with cracked case on the back at the battery tube area, cracked battery tube threads and cracked keypad overlay at the select button. The insulin pump had minor scratched lcd window, case and keypad overlay also, with fading serial number label.